Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. No revision surgery is needed.

Manufacturer narrative:
Reported as happening sometime in (B)(6) 2016. (B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it has not been reported as explanted at this time. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that locking compression plate (lcp) broke post-operative in (B)(6). The device has been implanted on (B)(6) 2016. A revision procedure to remove the broken plate may be required but has not occurred yet. Concomitant parts: locking screw (part 213.016, quantity 1); locking screw (part 213.018, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received. No revision surgery is needed.